Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the lack of audio which was caused by a failed backflex, was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device was found to have no functioning audio. There was no pt involvement.